Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to faulty force sensor resistor. The occlusion test and excessive no delivery test could not be performed due to prime/fill anomaly. No unexpected motor noise noted. The device had displayable history error alarm in alarm history screen due to corrupted history file. It was also received with scratched display window, cracked reservoir tube lip and a missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had been making a loud noise during rewind for 2 months. She also reported receiving no delivery alarms for the last month. Blood glucose value was 330 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.